Event description:
It was reported that the rv (right ventricular) lead was capped due to insulation degradation that was verified via a ring to coil test. The lead was outside the limits of this test, so the physician chose to cap and replace the lead as a preventative measure. No patient complications were reported as a result of this event.